Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked and twisted and the imaging core (ic) windup with a broken driveshaft. Microscopic inspection revealed that the guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted during functional testing. Device analysis confirmed the complaint allegation catheter material twisted. The kinks in the sheath could have contributed to the reported twist. The twist could have contributed to the imaging core driveshaft breakage and the windup.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter twisted. The procedure was completed using another catheter of the same device. No patient injury occurred.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel. An opticross hd catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter twisted. The procedure was completed using another catheter of the same device. No patient injury occurred.